Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced. A total of seven perc pen spine reference trays, two navigation systems, and two imaging systems were tested, involving 56 spins in total. All navigation instruments were retrieved for evaluation. Both imaging systems and both navigation systems were tested on both sides of each imaging system, using the seven spine reference sets regularly used by the surgeon with the perc pen. Testing was designed to replicate the surgeons typical workflow by placing a 16-gauge spinal needle into the spinous process of a spine model and comparing navigation accuracy against both the spinal needle and the model itself. Each spinal reference frame set was tested eight times, providing a solid baseline for determining which sets performed better based on repeated trials. Overall, all equipment tested within acceptable accuracy limits, with a few important exceptions. Three specific pointers demonstrated consistent inaccuracies when the sphere closest to the tip of the pointer was covered. In these cases, navigation accuracy shifted inferiorly by 1¿5 mm, mirroring an inaccuracy previously observed during one of the surgeons cases. If the bottom sphere remained visible, accuracy was maintained. After each imaging system spin, each sphere was sequentially covered to monitor shifts, and notes were recorded for each pointer, identified by part number. It should also be noted that other instruments tested such as the trackers and the navigated drill did not show any inaccuracies. The 16-gauge spinal needle used for accuracy testing could move easily, which may introduce variability. The surgeon often performed lateral cases; due to camera positioning, patient orientation, and pointer placement, the bottom sphere was most likely to be blocked first in these scenarios. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735740, software: 1.2.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy when using the system. After the first spin, the surgeon placed 2-3 burr holes with a drill (l4-l5). He checked the drill against a pin he placed in l4, and measured accuracy against that pin, and the instrument was 5mm inferior and 5mm to the right of where it was expected. They took a second spin at this time, and it seemed to be staying accurate. The probable cause was suspicion that the pin was moving, but was not concrete at the time. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed and it was observed two sessions on the reported date. From one of the application logs observed there were two oarm exams, instruments used were navlock orange, navlock violet, navlock green, navlock gray and user had made transitions from selectpro cedure->instruments->acquireimages->navigation->acquireimages->navigation->instruments->acquireimages->navigation-> acquireimages->instruments. Reviewed the archives, found 2 oarm exams, each of which has 192 slices with spacing and thickness of 0.83 millimeters (mm), it had 4 plans, instruments used were stealtair spine frame, passive planar, ball 1.5. The software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration was a common cause of accuracy issues but could not be detected in logfiles or archives. Codes: b01, c19, d15 h2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.